Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed, and investigated according to the manufacturers policy. Facility declined to provide patient information. No information available. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during planned therapeutic peripheral procedure the needle portion of the manufacture's device was broken off, and stuck in the sheath hub another manufacture's device. Additional information provided, the needle had been deployed and would not retract into the manufacture's device. During removal, with needle deployed, there was buckling of the sheath, which was removed along with the manufacture's device. Once removed from the patient the manufacture's device was pulled out of the sheath, separating the tip from the device. New devices of same products were used to successfully complete the procedure. There is no patient injury. The returned device was visually and microscopically inspected. The scanner body was returned separately from the device in a plastic specimen container; the inner member of the device was broken, and a portion was exposed out of the returned piece of scanner body. The needle exit port was intact and no damage was observed. No damage was observed with the floppy tip and scanner body itself. The needle was removed by sliding the proximal shaft joint away from the handle. Some resistance was felt due to sanguineous residue being present. The needle was observed to be completely intact. The housing inside the molded tip and the needle exit port were intact. There was a tear, along the vestamid distal sleeve and the middle of the molded tip was split in half and stretched as a result. It could not be conclusively determined if small fragments of the molded tip, microcable, and vestamid distal sleeve material were missing. The probable cause of the reported failure could not be determined, the needle was observed to be completely intact. Additionally, the housing inside the molded tip and the needle exit port were intact. The probable cause of the observed separated scanner body is due to device damage when the device was pulled out from the sheath. The observed damage likely occurred during handling and before shipment for its return for investigation. The manufacturing documentation for this device was reviewed, and the device met all quality and manufacturing release criteria. This product problem is being submitted because the needle reportedly did not fully retract into the device. There is a potential for harm if the malfunction were to recur.